Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion. A surgical replacement procedure is anticipated to resolve the event, but this has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion. The device was subsequently surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was stated that this device was retained by the healthcare facility and will not be returned for evaluation.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion. The device was subsequently surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion. The device was subsequently surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.